Event description:
The customer reported hospitalization due to high blood glucose and the insulin pump alarmed no delivery and motor error. Customer stated got no delivery then motor error alarm during bolus. Customer stated that she is still in the hospital. Customer's blood glucose was 500 mg/dl. Customer had diabetes ketoacidosis. Customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No excessive "no delivery" alarm or motor error alarm noted. Unit had cracked reservoir tube lip.